Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A chemotherapy agent leak was experienced from a one link extension set prior to the start of the patient infusion. The leak was identified at the joint where the syringe connects to the tubing prior to infusion starting. No additional information is available.

Manufacturer narrative:
: The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.